Event description:
The pt experienced pain and intermittent stimulation. She was checked and was told that the device is on a nerve but she felt the device was working intermittently and was a "defective device issue". The pt met with company rep and had her device reprogrammed on (B) (6) 2009. Impedances were measured and were normal. Her primary care physician confirmed an intermittent shocking sensation and was re-directed to the pt's healthcare professional for discussion of possible follow up plans. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).